Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker. Pump unable to prime during the prime test due to loose/protruded drive support disk. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump received with normal operating currents.no unexpected failed battery test alarm or battery out limit alarm noted. Pump passed idle current test, run current test, self test, off no power test, error test, displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The customer's blood glucose level was 119 mg/dl at the time of the incident. The customer stated that the device is stuck in the preparing to prime loop. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.